Manufacturer narrative:
(B)(4). Baxter evaluated the device and found continuity on the tail pins of the upstream sensor. It was determined that this failing part caused the false upstream occlusion alarms and the upstream sensor has been replaced to correct the condition.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.